Manufacturer narrative:
A47 alarm noted in alarm history screen due to corrupted history file. Unable to download to carelink pro due to corrupted history file. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 234 mg/dl. It was reported that the customer was able to treat with the insulin pump. It was reported that the customer had difficulty downloading and uploading into the carelink program. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.